Manufacturer narrative:
(B)(4). D10: g7 osseoti 3 hole shell 48mm c, #item 110010242, #lot r7314458a unknown liner, #item unknown, #lot unknown therapy date: (B)(6) 2025. G2: foreign country australia attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision 3 years post-implantation due to dislocation. Surgeon removed cup, replaced with new g7 multihole cup and dual mobility bearing, ceramic head. Attempts have been made and all available information has been provided.

Manufacturer narrative:
Follow up report: (B)(4). Updated: b4,b5,d1,d2,d4,d9,g1,g3,g4,g6,h1,h2,h3,h6. Corrected: e1 - post office or zip code. The products involved in the reported event were not returned for investigation; however, two pictures were provided and reviewed by the product surveillance team. One of the pictures shows the explanted ceramic femoral head with the explanted liner in the operating theatre. The explants are covered in biological debris. There are some metallic smearing to be seen within the taper connection of the femoral head. Nothing else can be observed on the ceramic femoral head based on the provided image. The second image shows the explanted cup. A review of the device manufacturing records could not be performed due to missing lot number. However, a review of the coc performed by the supplier ceramtec identified: "the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect." Due to insufficient product information, the compatibility of the involved products could not be verified. Review of the complaint history found no additional related complaints for this item. However, due to the lack of the lot numbers, an additional lot search could not be performed. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event of revision can be confirmed. It however cannot be confirmed if the revision was due to the reported event of dislocation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.